Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited an increase in the pacing thresholds five day post implant. A revision took place and when attempting to reposition the right ventricular lead due to a perforation this ra lead dislodged. Due to possibly friction between the two leads during the initial implant it was not possible to reposition the ra lead thus a new subclavian puncture was performed with a new lead implanted. No additional adverse patient effects were reported. The lead will not be returned as it was disposed.